Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: item # 650-1057, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05773; 0001825034 - 2018 - 05774; 0001825034 - 2018 - 05776.

Event description:
It was reported that approximately 1 month post implantation, the patient developed a uti and urinary retention. Attempts have been made and no further information has been provided.